Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that a pt had received anesthetic block in preparation for surgery. As the system was being prepared, it displayed a message and locked, and the surgery was cancelled. There was no harm to the pt reported.